Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed the defibrillation test portion of an operational check. There was no reported patient involvement.

Event description:
It was reported to philips that the device failed the defibrillation test portion of an operational check. There was no reported patient involvement. One power pca was returned for failure analysis. The reported problem was verified during lab testing. The problem was isolated to the single n channel mosfet q5 which was found to be damaged, and the sr1 which was missing due to overheating/shorting of the q5, which caused it to de-solder and fall off. Damaged landings were also found on q5 pca and the f6 fuse was found open.